Manufacturer narrative:
The exposed portion of the soft cannula was found to have a tear. It could not be determined when the tear occurred or if it contributed to the reported event. No other damages or defects were found with the device and the cause of the event could not be conclusively determined. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide model: ent450 145185caw rev e 03/16 checking your blood glucose 7 / page 96 warning: test results greater than 13.9 mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 or above 13.9, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 3.9 or above 13.9, follow the treatment advice of your healthcare provider.

Event description:
(B)(6). Hyperglycemia treated by patient activating new pod and a manual injection of insulin. The pod was worn between 4 and 24 hours on the abdomen.